Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the treatment of an 80mm ruptured thoracic aneurysm. It was reported during the index procedure difficulty was encountered when the physician attempted to deliver the device and the outer sheath was observed to be dented. To reduce any further risk of injury the physician made the decision to replace the stent graft with a new one. Per the physician the cause of the event was anatomy related and noted the event occurred after y graft replacement where with an accordion state was observed thus leading to the difficulty to deliver the device. No additional clinical sequelae were reported and the patient is fine.